Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2019 a biozorb was implanted in the patient and the patient reported suffering from a painful lump in the breast, deformity, and scarring of skin. Also reported that the marker failed to dissolve as indicated, leading the patient to contemplate additional surgery to remove the biozorb. No additional information available.

Manufacturer narrative:
After additional medical review it was determined that a 55 year old female, weight 184 lb, smoker (10pack-year) quit >20yrs ago, with a history of "heavy" alcohol use- quit with breast cancer diagnosis, hypercholesterolemia, depression/anxiety, post-menopausal not on hrt, left heel fracture with multiple surgeries, diagnosed late 2018 with locally advanced cancer of the right breast, first identified as a palpable lump by the patient and later confirmed by imaging and biopsy to be ¿duct¿ carcinoma, grade 2, moderately differentiated, ER/pr+, her2-. Patient wanted breast conserving therapy and, therefore, was referred to medical oncology for neoadjuvant chemotherapy. She completed 8 cycles of neoadjuvant cmf in (B)(6) 2019. On (B)(6)2019 MRI revealed, a 3x3x2.6 mass on right corresponding to biopsy proven carcinoma, essentially unchanged in size. On (B)(6) 2019 the patient underwent right wire-guided lumpectomy with sentinel node excision and placement of a biozorb, "a 4 cm biozorb was selected and secured in the base of the right lumpectomy cavity. Subcutaneous flaps were created superiorly and inferiorly. These were brought together and approximated with interrupted vicryl suture to cover the biozorb. The wounds were then closed in layers with absorbable suture." Pathology report from lumpectomy was not available and a note reported: residual invasive moderately differentiated duct carcinoma, tumor at posterior margin and less than 0.1mm from anterior margin and 0.5 from lateral margin. Dcis intermediate to high grade identified 1 mm from lateral margin. Lympho-vascular invasion was present. 4/4 nodes were positive. ER/pr+, her2- . Patient underwent imaging to stage the cancer after the lumpectomy. Residual tumor found in the right breast and a suspicious lesion in the uterus. On (B)(6)2019, patient returned to the operating room for re-excision of the right breast with "replacement" of the biozorb (no additional details) lymph node dissection and total abdominal hysterectomy and bilateral salpingo-oophorectomy (tah-bso). Pathology revealed benign tissue of the right breast with 6/21 positive lymph nodes. Hysterectomy revealed low grade uterine neoplasm. She was then started on an aromatase inhibitor. She completed radiation to the right breast and regional nodes including supraclavicular, internal mammary and axillary apical nodes and boost on (B)(6)2019. In (B)(6)2019, approximately 5 months post implant the patient had a "firm 2.5cm mass at surgical site with seroma." There is no note of patient symptoms or treatment (this was noted in a visit on (B)(6) 2019, notes occasional shooting pains in right breast, patient denies swelling or palpable masses. Exam at this appointment found a "small firm nodule palpable at the primary scar consistent with a hard seroma. Mammogram (B)(6)2020, approximately 6 months post implant was unremarkable with "normal expected" postoperative changes. Mammogram (B)(6)2020 was relatively unchanged, u/s notes presence of biozorb implant without other suspicious findings. Exam (B)(6)2020 notes right breast is "asymmetric, biopsy scar and nodular 2cm nodule noted upper outer quad right breast, matted in with sub scarring left over from right lumpectomy". Scar was also noted in right axilla. Exam (B)(6)2021, notes "palpable biomarker just below the skin along with very stiff scar tissue". Mammograms from (B)(6)2022 & (B)(6)2023, note "post-surgical changes" in the right breast. Primary care office visit (B)(6)2023, approximately 4 years post implant, notes no complaints related to her breasts. Currently available medical records do not indicate patient reported significant breast pain to clinicians. Breast scar and nodule noted by clinician exams in right breast, no significant tenderness noted. No treatment for breast pain, lump or deformity noted. No evidence about any discussion of biozorb removal. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Manufacturer narrative:
G6: an error occurred during a previous submission. No follow-up "2" available, please refer to follow-up 1, 3 and 4 for additional information. It was reported that on (B)(6) 2019 a biozorb was implanted in the patient and the patient suffers from a painful lump in the breast, deformity, and scarring of skin. The marker failed to dissolve as indicated, leading the patient to contemplate additional surgery to remove the biozorb. As a result of the pain and complications the patient fears the possibility of another tumor every day, causing significant emotional distress. No initial evaluation could be performed because there was no returned sample for this complaint the sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: scar tissue, pain, failure to resorb reported, deformity a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Tissue damage / delayed wound healing / necrosis / scar tissue / erosion: biozorb (0.7%): tissue damage, including wound dehiscence and erosion, was reported in 0.7% of patients with the biozorb marker. In a more severe case, the biozorb device eroded into the nipple-areola complex, necessitating complete removal of the nipple-areola complex due to chronic inflammation. However, given that wound healing issues, tissue necrosis, and other damage are known complications of lumpectomy itself, some of these outcomes could be directly related to the surgical trauma and healing process rather than the device. Lumpectomy (13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage): wound healing issues and tissue necrosis are common after lumpectomy, particularly in cases where large amounts of tissue are removed or additional procedures such as radiation are performed. Knowles et al. Reported wound infection in 13.1% of patients, delayed healing in 6.5%, and skin-flap necrosis in 1.1%, indicating that tissue damage can be a lumpectomy-related issue. Pain: biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Lumpectomy (25% to 60%): chronic pain is a frequent long-term complication of lumpectomy, affecting 25% to 60% of breast cancer surgery survivors. Kwee et al. Reported a pooled prevalence of 31% for neuropathic pain following bcs. The presence of post-surgical pain, particularly neuropathic pain caused by nerve damage, could be exacerbated by or misattributed to the biozorb marker in some cases. Physical asymmetry / deformity / disfigurement: rahimi 2022 (rahimi a, simmons a, kim dn, et al. Preliminary results of multi-institutional phase 1 dose escalation trial using single-fraction stereotactic partial breast irradiation for early-stage breast cancer. Int j radiat oncol biol phys. Mar 1, 2022;112(3):663-670. Doi:10.1016/j.ijrobp.2021.10.010) concluded that cosmetic outcomes were preserved, with no significant cosmetic detriment across any dose cohort, suggesting that single-fraction s-pbi does not negatively affect patients' physical appearance post-treatment. Both patient- and physician-reported cosmetic scores were consistently favorable over 12 and 24 months of follow-up. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.